Event description:
During the investigation of another report, it was discovered by baxter turkey that a colleague infusion pump had a tube load failure on channel c. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was fluid intrusion found in the pump. The user interface module software version is 5.48.92. A service history review revealed that this device was previously serviced for the reported condition. During previous service the pump head module was replaced. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.